Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced periodic tightening/shocking sensation across the chest with the stimulation (date of event unknown). The ipg was implanted in the upper portion of the left anterior chest. A sjm representative tried reprogramming to no avail. It was also reported the patient was involved in a vehicle accident. Consequently, surgical intervention was taken to explant and replace the ipg with another model which resolve the issue.